Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2021, due to pain.

Manufacturer narrative:
This report is submitted on august 16, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgement after MRI (date not reported). It was also reported that the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on september 27, 2022.